Event description:
Received customer medwatch which states nurse called into room by family member because peripheral IV was not functioning properly. Blood was backed up in the tubing and a puddle of liquid was on floor. The IV tubing was noted to be dripping above at the end of the primary set where you would connect a stopcock or extension set. Patient was not harmed and no medical intervention was required as a result of this event. Although requested, no further information was provided.

Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)(4). The customer's experience of a leak in the set was verified and identified as a damaged male luer located on the distal end of the set. The cause of the damage was not identified, however there were signs of physical stress on the broken pieces. The lot number is unknown, however the smart site laser number indicates that this set expires on either 09/01/2013 or 10/01/2013. The lot number is unknown, however, the smartsite laser number indicates that this set was manufactured between 09/19/2010 and 10/06/2010.